Event description:
It was reported by service report that the height adjustment rack was bent and stuck. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Height adjustment racks.